Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and removal difficulty occurred. The target lesion was located in the left iliac vein. Following deployment of two wallstents, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. The balloon was inflated four times at 6 atmospheres for 5 seconds of each inflation; however, on the fourth inflation, the balloon ruptured. The balloon split apart circumferentially upon rupture but remained attached to the catheter; 90% of the balloon came out of the sheath and the other 10% was wound around the wire and the end of the catheter. The sheath, catheter, and wire were pulled out to remove the other segment out. A new sheath and balloon catheter were used and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the balloon was returned trapped in the introducer sheath. A complete circumferential tear was evident. The circumferential tear occurred at the distal end of the balloon. The proximal end of the balloon was easily removed from the sheath by the investigator. The distal end of the balloon that remained could not be easily pulled through the sheath. The investigator cut the tip and inner from the distal end of the device to free the rest of the device from the sheath. Multiple kinks and stretching were observed along the length of the shaft. The distal end of the inner was also stretched and damaged. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used for a post stent angioplasty in the left iliac vein. The direction for use states: "the xxl¿ balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).

Event description:
It was reported that balloon rupture and removal difficulty occurred. The target lesion was located in the left iliac vein. Following deployment of two wallstents, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilation. The balloon was inflated four times at 6 atmospheres for 5 seconds of each inflation; however, on the fourth inflation, the balloon ruptured. The balloon split apart circumferentially upon rupture but remained attached to the catheter; 90% of the balloon came out of the sheath and the other 10% was wound around the wire and the end of the catheter. The sheath, catheter, and wire were pulled out to remove the other segment out. A new sheath and balloon catheter were used and the procedure was completed. No patient complications were reported.